Event description:
It was reported the patient presented for follow-up post implant. Upon interrogation, it was discovered the right ventricular leadless pacemaker (lp) exhibited increased capture thresholds resulting in intermittent capture and decreased pacing impedance. X-ray suggested there was a microdislodgement. The lp was explanted and replaced. There were no patient consequences.